Manufacturer narrative:
(B)(4); (B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify the lot that was reported as qhmbku as this lot is not valid for product code: pdp259h. Note: events reported under mw# 2210968-2020-09870, 2210968-2020-09871, 2210968-2020-09872, 2210968-2020-09873, 2210968-2020-09874, 2210968-2020-09875.

Event description:
It was reported that the patient underwent breast surgery on an unknown date and suture was used. During the procedure, the suture broke mid strand. It was reported that the issue occurred while suturing deeper breast tissue under minimal tension. The physician reported she was not applying significant force to suture at the time of breakage. The case was completed with no patient consequences.